Manufacturer narrative:
Info not available, device not returned for analysis.

Event description:
It was reported that during a lap hysterectomy procedure, active blade broke off while activating around the vaginal cuff. Needed to extract broken portion of blade from the pt. Another device was used to complete the case.